Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy procedure, the device's ogiva and pin were broken. It was also reported that the ogiva did not remain coupling properly in the connector, even after removing the orange lock, preventing approach to tissue. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. Visual inspection noted that the instrument had a full complement of staples. The anvil of the instrument was observed to be not tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the device was subjected to a measured anvil attachment test with an acceptable result. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Functional testing noted that the anvil would disengage upon clamp up. Further inspection of the instrument noted that the shell insert was disengaged and moved to an incorrect position. Three rings were observed on the inside diameter of the shell, indicating proper insertion during the manufacturing process. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged shell insert may occur when an obstruction is inserted inside the anvil assembly causing it to disengage from the clinical device while closing the instrument. Attempting to fire a unit with a disengaged shell insert can cause the anvil to disengage. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.